Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was noted that capture could not be obtained. The patient was not feeling well. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A lead revision procedure was planned. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.